Event description:
It was reported that while the device was still in the box, there was noise and oversensing. It was determined that the diagnostics had previously been turned on for this device, then turned back off. The device was not attempted to be implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) no anomalies found.